Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), autoimmune neuropathy ('autoimmune disorder type of disorder: sensory peripheral neuropathy\ neurological conditions or problems type: sensory neuropathy in both feet') and pelvic fibrosis ('bilateral fallopian tubes mild peritubal fibrosis') in an adult female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, vaginal infection and body mass index normal. Previously administered products included for an unreported indication: lo loestrin fe in 2011, yaz in 2011 and loestrin fe in 2011. Concurrent conditions included acid reflux (oesophageal) and hyperlipidemia. Concomitant products included bazedoxifene;estrogens conjugated (duavee) since 2016, duloxetine since 2015, famotidine;ibuprofen (duexis) from 2017 to 2019, hydrocodone since (B)(6) 2016, meloxicam since 2018, nitrofurantoin since 2017, oxycodone since 2018, pregabalin (lyrica) since march 2016, rabeprazole since 2012, simvastatin since 2012 and terbinafine since 2018. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), pollakiuria ("bladder or urinary problems or changes:frequency urinary") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary, vaginal infection"). In june 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2015, the patient experienced fatigue ("fatigue"). In september 2015, the patient experienced alopecia ("hair loss"). In january 2016, the patient experienced autoimmune neuropathy (seriousness criterion medically significant), migraine ("migraines / headaches"), carpal tunnel syndrome ("carpal tunnel in both hands and twitching") and muscle twitching ("carpal tunnel in both hands and twitching"). In february 2016, the patient was found to have weight increased ("weight gain"). In october 2018, the patient experienced cervix inflammation ("other injury(ies) or complication please describe: cervix: mild acute and chronic inflammation;"). On an unknown date, the patient experienced pelvic fibrosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), libido decreased ("decreased libido"), pain in extremity ("the top of left foot and top and bottom of right foot"), coital bleeding ("bleeding with sex"), abdominal pain ("gastrointestinal or digestive system condition type: pain and cramping sometimes after eating"), vulvovaginal dryness ("vaginal dryness"), varicose veins pelvic ("pelvic varicosities"), adhesion ("serosa scant adhesions") and abdominal pain upper ("gastrointestinal or digestive system condition type: pain and cramping sometimes after eating"). The patient was treated with glycine max (bioton), naloxegol oxalate (movantik), naproxen sodium (aleve), oxycodone hydrochloride (oxycontin), paracetamol (tylenol), tramadol, 9 nerve foot surgeries(3 nerve surgeries on left foot and 6 nerve surgeries on the right foot) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune neuropathy, pelvic fibrosis, cystitis, urinary tract infection, migraine, carpal tunnel syndrome, muscle twitching, fatigue, weight increased, libido decreased, pollakiuria, vaginal infection, pain in extremity, coital bleeding, abdominal pain, vulvovaginal dryness, cervix inflammation, varicose veins pelvic, adhesion and abdominal pain upper outcome was unknown and the dyspareunia and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, adhesion, alopecia, autoimmune neuropathy, carpal tunnel syndrome, cervix inflammation, coital bleeding, cystitis, dyspareunia, fatigue, libido decreased, migraine, muscle twitching, pain in extremity, pelvic fibrosis, pelvic pain, pollakiuria, urinary tract infection, vaginal infection, varicose veins pelvic, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. That the tubes were blocked.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: ¿update of information (batch is not valid)¿ no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), autoimmune neuropathy ('autoimmune disorder type of disorder: sensory peripheral neuropathy\ neurological conditions or problems type: sensory neuropathy in both feet') and pelvic fibrosis ('bilateral fallopian tubes mild peritubal fibrosis') in an adult female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, vaginal infection, body mass index normal and neuropathy. Previously administered products included for an unreported indication: lo loestrin fe in 2011, yaz in 2011 and loestrin fe in 2011. Concurrent conditions included acid reflux (oesophageal), hyperlipidemia, leiomyoma nos and hyperlipidemia. Concomitant products included bazedoxifene;estrogens conjugated (duavee) since 2016, duloxetine since 2015, famotidine;ibuprofen (duexis) from 2017 to 2019, hydrocodone since (B)(6), meloxicam since 2018, nitrofurantoin since 2017, oxycodone since 2018, pregabalin (lyrica) since (B)(6) 2016, rabeprazole sodium (aciphex), rabeprazole since 2012, simvastatin since 2012 and terbinafine since 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), pollakiuria ("bladder or urinary problems or changes:frequency urinary") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary, vaginal infection"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced autoimmune neuropathy (seriousness criterion medically significant), migraine ("migraines / headaches"), carpal tunnel syndrome ("carpal tunnel in both hands and twitching") and muscle twitching ("carpal tunnel in both hands and twitching"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced cervix inflammation ("other injury(ies) or complication please describe: cervix: mild acute and chronic inflammation;"). On an unknown date, the patient experienced pelvic fibrosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), libido decreased ("decreased libido"), pain in extremity ("the top of left foot and top and bottom of right foot"), coital bleeding ("bleeding with sex"), abdominal pain ("gastrointestinal or digestive system condition type: pain and cramping sometimes after eating"), vulvovaginal dryness ("vaginal dryness"), varicose veins pelvic ("pelvic varicosities"), adhesion ("serosa scant adhesions"), abdominal pain upper ("gastrointestinal or digestive system condition type: pain and cramping sometimes after eating"), headache ("headaches"), ovarian adhesion ("ocaries bilateral scant adhesions"), bladder disorder ("bladder prob") and urinary tract disorder ("urinary prob"). The patient was treated with glycine max (bioton), naloxegol oxalate (movantik), naproxen sodium (aleve), oxycodone hydrochloride (oxycontin), paracetamol (tylenol), tramadol, 9 nerve foot surgeries(3 nerve surgeries on left foot and 6 nerve surgeries on the right foot) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune neuropathy, pelvic fibrosis, cystitis, urinary tract infection, migraine, carpal tunnel syndrome, muscle twitching, fatigue, weight increased, libido decreased, pollakiuria, vaginal infection, pain in extremity, coital bleeding, abdominal pain, vulvovaginal dryness, cervix inflammation, varicose veins pelvic, adhesion, abdominal pain upper, headache, ovarian adhesion, bladder disorder and urinary tract disorder outcome was unknown and the dyspareunia and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, adhesion, alopecia, autoimmune neuropathy, bladder disorder, carpal tunnel syndrome, cervix inflammation, coital bleeding, cystitis, dyspareunia, fatigue, headache, libido decreased, migraine, muscle twitching, ovarian adhesion, pain in extremity, pelvic fibrosis, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, vaginal infection, varicose veins pelvic, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. That the tubes were blocked. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events: headache, ovarian adhesions were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), autoimmune neuropathy ('autoimmune disorder type of disorder: sensory peripheral neuropathy\ neurological conditions or problems type: sensory neuropathy in both feet') and pelvic fibrosis ('bilateral fallopian tubes mild peritubal fibrosis') in an adult female patient who had essure (batch no. C36387-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, vaginal infection, body mass index normal and neuropathy. Previously administered products included for an unreported indication: lo loestrin fe in 2011, yaz in 2011 and loestrin fe in 2011. Concurrent conditions included acid reflux (oesophageal), hyperlipidemia, leiomyoma nos and hyperlipidemia. Concomitant products included bazedoxifene;estrogens conjugated (duavee) since 2016, duloxetine since 2015, famotidine;ibuprofen (duexis) from 2017 to 2019, hydrocodone since (B)(6) 2016, meloxicam since 2018, nitrofurantoin since 2017, oxycodone since 2018, pregabalin (lyrica) since (B)(6) 2016, rabeprazole sodium (aciphex), rabeprazole since 2012, simvastatin since 2012 and terbinafine since 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), pollakiuria ("bladder or urinary problems or changes:frequency urinary") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary, vaginal infection"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced autoimmune neuropathy (seriousness criterion medically significant), migraine ("migraines / headaches"), carpal tunnel syndrome ("carpal tunnel in both hands and twitching") and muscle twitching ("carpal tunnel in both hands and twitching"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced cervix inflammation ("other injury(ies) or complication please describe: cervix: mild acute and chronic inflammation;"). On an unknown date, the patient experienced pelvic fibrosis (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), libido decreased ("decreased libido"), pain in extremity ("the top of left foot and top and bottom of right foot / leg pain on my left side"), coital bleeding ("bleeding with sex"), abdominal pain ("gastrointestinal or digestive system condition type: pain and cramping sometimes after eating"), vulvovaginal dryness ("vaginal dryness"), varicose veins pelvic ("pelvic varicosities"), adhesion ("serosa scant adhesions"), dyspepsia ("gastrointestinal or digestive system condition type: pain and cramping sometimes after eating"), headache ("headaches"), ovarian adhesion ("ocaries bilateral scant adhesions"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary prob"), neuropathy peripheral ("peripheral neuropathy / neuropathy in hand and feet"), discomfort ("discomfort"), depression ("I get so depressed about my pain"), neuralgia ("nerve pain in my feet"), back pain ("I have back pain"), umbilical hernia ("small hernia right above my belly button"), arthralgia ("both hips but the left one is worse / hip pain"), hypoaesthesia ("numbness / numbness in finger"), paraesthesia ("tingling in my fingers"), burning sensation ("burning"), peripheral swelling ("swelling in feet"), fibromyalgia ("fibromyalgia") and gait disturbance ("love walking but hard with neuropathy"). The patient was treated with glycine max (bioton), naloxegol oxalate (movantik), naproxen sodium (aleve), oxycodone hydrochloride (oxycontin), paracetamol (tylenol), tramadol, 9 nerve foot surgeries(3 nerve surgeries on left foot and 6 nerve surgeries on the right foot) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune neuropathy, pelvic fibrosis, cystitis, urinary tract infection, migraine, carpal tunnel syndrome, muscle twitching, fatigue, weight increased, libido decreased, pollakiuria, vaginal infection, pain in extremity, coital bleeding, abdominal pain, vulvovaginal dryness, cervix inflammation, varicose veins pelvic, adhesion, dyspepsia, headache, ovarian adhesion, bladder disorder, urinary tract disorder, neuropathy peripheral, discomfort, depression, neuralgia, back pain, umbilical hernia, arthralgia, hypoaesthesia, paraesthesia, burning sensation, peripheral swelling and fibromyalgia outcome was unknown and the dyspareunia and alopecia was resolving. The reporter considered abdominal pain, adhesion, alopecia, arthralgia, autoimmune neuropathy, back pain, bladder disorder, burning sensation, carpal tunnel syndrome, cervix inflammation, coital bleeding, cystitis, depression, discomfort, dyspareunia, dyspepsia, fatigue, fibromyalgia, gait disturbance, headache, hypoaesthesia, libido decreased, migraine, muscle twitching, neuralgia, neuropathy peripheral, ovarian adhesion, pain in extremity, paraesthesia, pelvic fibrosis, pelvic pain, peripheral swelling, pollakiuria, umbilical hernia, urinary tract disorder, urinary tract infection, vaginal infection, varicose veins pelvic, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. That the tubes were blocked. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. New events peripheral neuropathy, discomfort, nerve pain in my feet, depressed, back pain, hernia right above my belly button, pain in hip, tingling in fingers, numbness, burning, swelling in feet, fibromyalgia were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and autoimmune neuropathy ('autoimmune disorder type of disorder: sensory peripheral neuropathy\ neurological conditions or problems type: sensory neuropathy in both feet') in an adult female patient who had essure (batch no. C36387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, urinary tract infection, vaginal infection and body mass index normal. Previously administered products included for an unreported indication: lo loestrin fe in 2011, yaz in 2011 and loestrin fe in 2011. Concurrent conditions included acid reflux (oesophageal) and hyperlipidemia. Concomitant products included bazedoxifene;estrogens conjugated (duavee) since 2016, duloxetine since 2015, famotidine;ibuprofen (duexis) from 2017 to 2019, hydrocodone since 3-aug-2016, meloxicam since 2018, nitrofurantoin since 2017, oxycodone since 2018, pregabalin (lyrica) since march 2016, rabeprazole since 2012, simvastatin since 2012 and terbinafine since 2018. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), pollakiuria ("bladder or urinary problems or changes:frequency urinary") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary, vaginal infection"). In june 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2015, the patient experienced fatigue ("fatigue"). In september 2015, the patient experienced alopecia ("hair loss"). In january 2016, the patient experienced autoimmune neuropathy (seriousness criterion medically significant), migraine ("migraines / headaches"), carpal tunnel syndrome ("carpal tunnel in both hands and twitching") and muscle twitching ("carpal tunnel in both hands and twitching"). In february 2016, the patient was found to have weight increased ("weight gain"). In october 2018, the patient experienced cervix inflammation ("other injury(ies) or complication please describe: cervix: mild acute and chronic inflammation;"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary"), libido decreased ("decreased libido"), pain in extremity ("the top of left foot and top and bottom of right foot"), coital bleeding ("bleeding with sex"), abdominal pain ("gastrointestinal or digestive system condition type: pain and cramping sometimes after eating"), vulvovaginal dryness ("vaginal dryness"), varicose veins pelvic ("pelvic varicosities"), adhesion ("serosa scant adhesions"), pelvic fibrosis ("bilateral fallopian tubes mild peritubal fibrosis") and abdominal pain upper ("gastrointestinal or digestive system condition type: pain and cramping sometimes after eating"). The patient was treated with glycine max (bioton), naloxegol oxalate (movantik), naproxen sodium (aleve), oxycodone hydrochloride (oxycontin), paracetamol (tylenol), tramadol, 9 nerve foot surgeries(3 nerve surgeries on left foot and 6 nerve surgeries on the right foot) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cystitis, urinary tract infection, autoimmune neuropathy, migraine, carpal tunnel syndrome, muscle twitching, fatigue, weight increased, libido decreased, pollakiuria, vaginal infection, pain in extremity, coital bleeding, abdominal pain, vulvovaginal dryness, cervix inflammation, varicose veins pelvic, adhesion, pelvic fibrosis and abdominal pain upper outcome was unknown and the dyspareunia and alopecia was resolving. The reporter considered abdominal pain, abdominal pain upper, adhesion, alopecia, autoimmune neuropathy, carpal tunnel syndrome, cervix inflammation, coital bleeding, cystitis, dyspareunia, fatigue, libido decreased, migraine, muscle twitching, pain in extremity, pelvic fibrosis, pelvic pain, pollakiuria, urinary tract infection, vaginal infection, varicose veins pelvic, vulvovaginal dryness and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram on (B)(6) 2015: result: total bilateral occlusion. That the tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: aka name and lot no. Were added. Case become incident, previously added injury nos updated with bladder infection & new events- bladder infection, vaginal infection, urinary tract infection, foot pain, bleeding with sex,sensory peripheral neuropathy, urinary frequency, migraines / headaches, carpal tunnel in both hands, twitching, dyspareunia, pelvic pain, fatigue, weight gain, pain and cramping sometimes after eating, cervix: mild acute and chronic inflammation, serosa scant adhesions, bilateral fallopian tubes mild paratubal fibrosis, pelvic varicosities, decreased libido, hair loss were added. Concomitant, treatment & historical drugs were added. Concomitant conditions and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.